Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-03008. It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on 21apr2023 wherein the ipg was explanted and replaced to address the issue. It was also reported that during the same surgical procedure on (B)(6) 2023, diagnostic system testing indicated multiple high and invalid impedance values. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.